Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: continuous air detector alarm; leaking through IV port and micro bubbles from IV port though arterial line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, six (6) photographs were submitted for evaluation. The photographs were reviewed and two of the photographs showed the bloodline label, while the remaining photographs showed the bloodlines connected to the machine. Air bubbles were clearly visible within the tubing of the sets. Based on visual findings, the reported defect of air in the line was confirmed. Although the defect was confirmed from the submitted photographs, the exact root cause could not be determined without the actual defective sample to evaluate. However, a possible root cause could be related to failure to make secure connections during the use of the product, resulting in blood/air leaks or accidental disconnections. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.